Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The sample has been requested, but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during a gastric sleeve procedure, the handpiece would not seal and the device was sticking to tissue. No other info was made available by the site. There was no pt injury.